Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information provided the cause of the reported difficulties and subsequent treatments are related to the circumstances of the procedure. In this case, the foot separations were embedded in tissue/fat; this indicates that posterior or anterior foot was not inside the vessel, but in the access site or subcutaneous tissue. In this position, the angle of trajectory of the needles to the foot could cause the needle to deflect into the foot causing the separation. It is possible, in each attempt to position the device against the vessel wall the posterior or anterior foot came up into the access site due to the characteristics of the puncture, a dissection at the puncture, patient morphology, or angle of insertion to the vessel track. A dissection would explain the positioning and failure to achieve hemostasis; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The four additional proglide devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that an arteriotomy closure of the calcified left common femoral artery was attempted with four proglide devices using the pre-close technique prior to an interventional transcatheter aortic valve implantation (tavi) procedure via a 5f sheath. Reportedly, after puncturing [plunger deployment], a foot break occurred with each of these devices. The separated portion of all four footplates were unintentionally embedded in tissue/fat. There was no intervention or attempt to remove the separated footplates from the patient. It was confirmed that there was no resistance opening or closing these footplates. The sutures of two additional proglide devices were successfully pre-placed. The sheath was upsized to 14f and the tavi procedure was completed. After the procedure, both of the pre-placed proglide knots were successfully advanced & tightened; however, hemostasis was not achieved. Therefore, hemostasis was achieved via surgical cutdown. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.